Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 22-sep-2024, the patient reported that there was a blockage at the site, which cause the patient blood glucose levels was elevated to 493 mg/dl, therefore patient had received correction injection via mdi. The patient also reported that the infusion set cannula was filled with blood within 3 hours of insertion at thigh. No further information available.